Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during and intraocular lens (iol) implant procedure, the injector was not held up to the incision site and pushed away causing the lens to be delivered improperly and became stuck. The lens was removed and another lens was implanted instead. There was no harm to the patient.